Event description:
It was reported the pt lost stimulation and has not been able to use her system since before (B)(6) 2013. It was reported the pt was confused about how to operate the system and how to use the programmer and charger. She stated she was unable to charge even after trying a replacement charger, and she cannot remember the last time she tried to charge her system. The sjm rep will meet with the pt for troubleshooting the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.